Event description:
It was reported that the patient experienced low blood glucose at night while using the ilet system, and a contact sought guidance after the healthcare provider recommended lowering basal rates. The agent explained that basal delivery is algorithmically learned and not manually adjustable, and advised that the target could be adjusted, with education provided on checking for compression-related sensor lows and collecting recent low-glucose details. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device malfunction reported and potential contribution from sensor compression during sleep. It was concluded that the cause of hypoglycemia was unclear and that adjustment of the target and avoidance of compression lows should be considered with the healthcare provider. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.